Event description:
Customer reported a blank screen on the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found a loose connector on the power cable to the display. Power cable was reseated and proper operations of the central station and components were tested and verified.